Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was moisture inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/03/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was corrosion found in the battery compartment. The battery compartment was cracked from the threads to the grip. A leak test failed due to the battery compartment crack. There was no additional evidence of moisture ingress found in the pump.